Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2017 with the following findings: during investigation, the pump powered on with audible tones and vibrations with a blank display screen. The reported ¿blank screen¿ was duplicated. No damage was observed to the battery compartment and the returned battery cap was found to be undamaged and able to fit securely. The pump¿s cover was removed and the electronically erasable programmable read-only memory (eeprom) component was found to be cracked. The eeprom failure was confirmed through further investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.